Event description:
It was reported that 14 bd luer-lok¿ tip disposable syringes had floating foreign matter in them. The following information was provided by the initial reporter: "these are the syringes from the same lot number as the ones we had with floaters. I pulled them from our stock out of safety concerns as we were not sure what was causing the floaters. Since our original discovery there have been other reports of floaters from other departments which we were not aware of. Unfortunately, we do not know the size and type of syringes that were used. We have been working with the pharmacy to determine if the floaters were coming from vials used. The common denominator with the injections was the kenalog used. The clinic changed the process for drawing up from the kenalog vials. Since that time no other floaters have been reported."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: fourteen samples from batch 1259066 were provided to our quality team for investigation. A visual inspection was performed, twelve samples were found acceptable per product specification. Two samples were observed to have a black particulate. Potential root cause for the foreign matter fluid path defect is associated with the assembly process. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 14 bd luer-lok¿ tip disposable syringes had floating foreign matter in them. The following information was provided by the initial reporter: "these are the syringes from the same lot number as the ones we had with floaters. I pulled them from our stock out of safety concerns as we were not sure what was causing the floaters. Since our original discovery there have been other reports of floaters from other departments which we were not aware of. Unfortunately, we do not know the size and type of syringes that were used. We have been working with the pharmacy to determine if the floaters were coming from vials used. The common denominator with the injections was the kenalog used. The clinic changed the process for drawing up from the kenalog vials. Since that time no other floaters have been reported."